Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/increasingly severe pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, fatigue and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, menorrhagia, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event vitamin d deficiency added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/increasingly severe pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and blepharospasm ("eyelid twitching"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, fatigue, vitamin d deficiency and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blepharospasm, fatigue, menorrhagia, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case: new event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/increasingly severe pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and blepharospasm ("eyelid twitching"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, fatigue, vitamin d deficiency and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blepharospasm, fatigue, menorrhagia, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left essure device was transected and a small amount was seen exiting the uterine cornua') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis, fallopian tube cyst and nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/increasingly severe pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic removal of left essure, hysteroscopic removal of right essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, fatigue, vitamin d deficiency and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blepharospasm, device breakage, fatigue, menorrhagia, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient's medical history and event "the left essure device was transected and a small amount was seen exiting the uterine cornua" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left essure device was transected and a small amount was seen exiting the uterine cornua') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis, fallopian tube cyst and nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/increasingly severe pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic removal of left essure, hysteroscopic removal of right essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, fatigue, vitamin d deficiency and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blepharospasm, device breakage, fatigue, menorrhagia, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. The plaintiff was on her 20's. The post essure insertion procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, and chronic fatigue. She had never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed (approximately 7.5 years after device placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain a may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.